Manufacturer narrative:
Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer called requesting assistance troubleshooting an arterial waveform. The customer had attempted to re zero the arterial line and had flushed multiple times. Another person stated they had aspirated without difficulty and with the physician at the bedside they mentioned no arterial waveform was needed. The physician stated they were good, denied obtaining contact info, and would call again should issues arise. A second call would follow with another team member and requested assistance with a blank screen on the cs300, they stated "it had just turned off, and we turned it back on, but we cannot see the waveforms". It was stated that, this was the last pump in the facility. A video chat showed esp personnel the pump inflating and deflating. ECG waveform was present but not the balloon waveform or arterial waveform. The augmentation level had been decrease to 10% and the customer was unsure as to the reason why and increased it to the maximum which revealed an appropriate balloon waveform. A video chat showed the customer aspirate the inner lumen which revealed no blood return. It was explained to the customer that the balloon catheter is clotted and recommended removing the fluid filled pressurized ag and to place a cap to ensure there would be no future access. The action was reviewed with a cardiologist and the pump was not providing an arterial waveform due to a clotted inner lumen. Personnel also explained the importance of having an arterial waveform and recommended obtaining an alternate ap source. The cardiologist understood and stated the plan was for the patient to be transferred. The customer removed the pressurized fluid filled bag from the inner lumen.

Event description:
It was reported during emergency support program (esp) that the cs300 intra-aortic balloon pump (iabp) unit had arterial waveform that had a flat line and blank screen. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (medical device problem code, type of investigation, investigation findings).